Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
(B)(4). Event occurred in spain. It was reported that the patient experienced that infusion set tubing detached from the site at right abdomen on (B)(6) 2025. The infusion set was in use for two days. No further information was available.